Event description:
The rptr did back to back blood glucose tests and got results of 41, and 121 mg/dl. Rptr did not have any symptoms. No control solution test was made. No further info was provided.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8